Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade requiring medical intervention and prolonged hospitalization. After mapping the right ventricular outflow tract (rvot) and beginning ablation, there was a steam pop with an impedance spike. The ngen generator cut off automatically. The procedure was continued with no patient symptoms. The physician was advised to insert an intracardiac echocardiography (ice) catheter to look for an effusion but declined. Post-procedure, the patient's blood pressure dropped (hypotension) and levophed was administered. The patient was taken to the intensive care unit (ICU). A pericardial effusion was noted via transthoracic echocardiogram. The patient has fully recovered.